Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. Another ra lead was implanted to complete this procedure. This ra lead has not been returned. No additional adverse patient effects were reported.